Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2014. At the time of the event, patient lost consciousness and patient's husband called ems. Emts placed an IV and gave the patient d50. Patient was transported to the ER and was hospitalized for one hour before being released home. At the time of the hypoglycemic event, the patient reported that her cgm was reading 130 mg/dl, while the blood glucose meter was reading 22 mg/dl.